Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014. An implant card was received indicating that the generator was replaced due to battery depletion. The explanted generator has not been received for analysis.

Event description:
Clinic notes dated (B)(6) 2014 note that attempts to check the patient's device were unsuccessful due to being unable to communicate with the generator. The notes indicate that the device would be checked with another programmer; however, no note of the results were indicated. The patient was referred for surgical consult. No known surgical interventions have been performed to date.